Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. The pump was received with minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of audio/vibrate anomaly/absence of alarm. The customer's blood glucose level was 8.2 mmol/l at the time of the incident. The customer reported a constant tone during normal use. During troubleshoot, customer was not able to clear alarm. The product was returned for analysis.